Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board 1 was locked properly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump¿s ok button had to push several times to confirm. Customer stated keypad did not react sometimes. Customer stated that numbers were not ramping on their own. Customer was able to access the menu screen. Troubleshooting was done and buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.